Event description:
The customer reported approximately two milliliters of clear fluid leaked under the front left side of the instrument and on the counter involving the coulter act series analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed dried blood buildup clogged the drain line from tubing lv14. The fse removed the clog and performed several bath drains and resolved the fluid leak issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).